Event description:
Evaluation of the devices were not possible, as the products were not returned. The observed frequency for the reported event for this device for 1994 has been measured at less than 6 1,000's of percent & year-to-date, 1995 has been measured at less than 10 100's of one percent.